Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 12/2/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, corrosion on the trunnion, and femoral head was offset anteriorly. It should be noted that the patient actually had a poly liner implanted during the primary operation, not metal. There were no lab results provided for the alleged high metal ions. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, difficulty ambulating, elevated levels of the metal ions cobalt and chromium. Patient was revised with a diagnosis of painful right total hip arthroplasty secondary to corrosion at the trunnion head junction.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time.should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The lot code was not provided for the femoral head. Medical records were reviewed. From a medical perspective, based on the information available for review, the complaint is not product related. From a medical perspective, based on the information available for review, the complaint is not product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.